Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus rx stent delivery system (sds) noted blood in the balloon and inflation lumen and on the shaft and no contrast visible. The stent implant was stationary on the balloon between the markers of the tightly folded balloon. There was no damage noted to the stent implant. Blood inside the inflation lumen is consistent with the reported balloon rupture inside the patient. Balloon ruptures can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. A new indeflator was used in an attempt to pressurize the balloon to rated burst pressure (rbp) and fluid was coming out of tear in the balloon at the distal end of the distal balloon marker. There was no damage noted to the sds. Scanning electron microscopy (sem) results indicated that the failure may be attributed to mechanical damage to the outer surface. The leak was found on the distal end of the balloon in a fold. Mechanical damage was found leading to the leak and at the leak edges. Scratches were observed adjacent to the leak. Peeling was observed away from the leak on the outer surface. There were no significant features observed around the leak in the inner surface and damage to the coating on the distal end of the stent was noted. The balloon was returned tightly folded and sem analysis confirmed scratches adjacent to the leak suggesting the balloon did not rupture during the procure and was possibly torn, thus, contributing to a leak. Although there were no anatomical conditions reported, it is possible that the distal end of the balloon could have interacted with the anatomy or accessory devices during advancement to the lesion and possible contributed to the tear and noted peeling. A review of the finished product lot history records did not reveal any nonconforming material records issued for this lot that could have contributed to this complaint. Based on the information available, the balloon does not appear to have ruptured but actually have been torn due to interaction with the anatomy or accessory devices during the procedure and contributing to a leak. The event appears to be related to operational context and there are no indications of a product quality deficiency. To ensure this type of damage is not a result of manufacturing, all stent delivery systems (sds) are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use in the finished good lot and then again, once the finished goods lot is completed, a sampling of units are again rupture tested prior to the release of the finished good lot.

Event description:
It was reported that after pre-dilating the target lesion with a non-abbott balloon, the promus stent was advanced without difficulty. The device was pressurized; however, there was no expansion of the stent and there was contrast leakage at the distal end of the balloon. The device was removed without difficulty. No patient effects were reported. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.